Event description:
It was reported that the lead dislodged. The lead was repositioned, and remained in use. The lead was later found to have high thresholds, and was again found to have dislodged. The lead was repositioned once more, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.